Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the lead eroded through the skin. The physician explanted the entire scs system.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.